Event description:
It was reported the patient received 8 shocks due to noise. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the conductor was fractured due to pulled/stretched/overstress, the overlay tubing was melted, the overlay tubing had blood, and the lead had apparent explant damage.